Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was unaware that insulin delivery had been suspended due to occlusion alarms. Customer's blood glucose was greater than 500 mg/dl. Customer was admitted to the hospital, and was treated intravenously with insulin and saline fluids. Customer was able to resume pump use, and there was no permanent damage. Multiple attempts were made by tandem technical support to obtain hospital discharge date, but the information was not provided.